Event description:
Update: the patient's son indicated he has blood poisoning and metal shavings.

Manufacturer narrative:
(B)(4). Initial reporter occupation: this complaint was received through social media. The initial reporter did not identify his occupation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. A patient posted a potential adverse event in (B)(6). As stated ," pretty sure my dad almost died using one of your alls hip replacements. Real safe".

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null, device history batch : null, device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.